Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results on coaguchek xs meter with serial number (B)(4) compared to the doctor's roche meter. On (B)(6) 2018 the customer had a result of 6.1 inr on his meter and withheld his warfarin dose. The customer went to the doctor's office on (B)(6) 2018 to perform a comparison test. The customer tested on the doctor's meter at 11:40 a.m. And got a result of 2.2 inr or 2.3 inr. The customer pressed more blood from the same finger stick and tested on his meter and got a result of 1.7 inr at 11:42 a.m. The customer tested on the doctor's meter using a new finger at 11:50 a.m. And got a result of 2.2 inr. The customer pressed more blood from that same finger and tested on his meter and got a result of 2.2 inr at 11:53 a.m. The customer stuck a third finger and tested on the doctor's meter and got a result of 2.2 inr at 11:55 a.m. No changes were made to the customer's warfarin dose. The customer's therapeutic range is 2.5 ¿ 3.5 inr. No adverse event occurred. The customer stated he is feeling great. The customer has never cleaned the meter. The customer has been anemic in the past. The customer does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer's warfarin dose was increased on (b)(46 2018. The customer has not had any diet changes, has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 47%, donor 2 hct: 38%. Donor 1: retention meter with master lot strips: 2.4 inr , customer meter with customer strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.8 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 258638) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.

Manufacturer narrative:
The customer used the same fingerstick for each comparison. Product labeling states to "never add more blood to test strip after test has begun or perform another test using the same fingerstick."